Event description:
It was reported that the pump shut off unexpectedly. It was also reported that out of range issues occurred between the transmitter and pump. Additionally, the customer received a continuous glucose monitor error 42. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.